Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare professional (hcp) about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient needed an MRI for purposes unrelated to the patient¿s device or therapy and they reported that they had not charged their ins for six months. An allegation was made that the patient¿s device was overdischarged. No symptoms were reported. It is unknown when the event occurred. No further complications were anticipated/reported. Additional information was received from a manufacturer representative on (B)(6) 2017 reporting that there was an alleged overdischarged. It was clarified that the patient had become aware that they could not communicate with their system last week. The manufacturer representative did a physician mode recharge (pmr) yesterday for the patient. After the pmr the patient had to leave so the patient would be finishing the charging at home. The manufacturer representative was unable to clear the power on reset (por) before the patient left. The manufacturer representative was going to call the patient on the day of the call to determine if the patient was getting a warning or informational por. If it was a warning por, the manufacturer representative was going to meet with the patient to clear it. Additional information from the manufacturer representative confirmed that the pmr was successful and the patient was able to charge normally. The patient noted that they had charged for 9 hours but could not get past the 75% charge level. The por had not been cleared yet but the manufacturer representative was going to meet the patient later on the day of the call. No further complications were reported.

Event description:
The manufacturing representative indicated that they did not know the patient¿s weight at the time of the event.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient could charge to 100 percent and the power on reset (por) was cleared. No further complications were reported/anticipated.